Event description:
The international customer reported the ventilator tidal volume was drifting low and high while in use in neonatal pressure control ventilation (pcv) mode. The customer reported the unit was in use on a patient and there was no patient harm. In selected neonatal patient applications the device will only provide pcv breath delivery. The neonatal clinician is trained to set breath delivery based on pressure settings in neonates and uses the displayed tidal volumes to monitor changes in the patient condition. Appropriate alarms should be set by the clinician to identify changes in patient conditions and resulting volumes. The manufacturer's service technician reported the exhalation flow sensor was replaced and the reported problem was resolved.

Manufacturer narrative:
Exhalation flow sensor.